Manufacturer narrative:
Although requested, the device was not returned for evaluation. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.

Event description:
It was reported that during implantation of an intraocular lens (iol) into the right eye capsular fibrosis/striae was observed. Patient reported sudden blurry vision/onset of problems approximately two weeks after implantation. Yag capsulotomy was performed on the right eye approximately one week after onset of symptoms. Approximately six weeks after initial surgery the right eye iol was exchanged with a different model due to unresolved z-syndrome. Patient outcome is good.

Manufacturer narrative:
The product was returned for evaluation. The product evaluation could not verify the failure mode due the condition it was returned. Dimensional inspection was performed. All measurements were within spec. Based on this evaluation and available information, the root cause of this event could not be determined and our previous assessment remains the same.